Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 300cc mentor smooth round moderate plus profile saline breast prostheses on (B)(6) 2006, experienced the following beginning in 2008: pain all over the body in random places, patient began getting blisters on hands and feet (later diagnosed as psoriasis), vertigo, a lot visual disturbances, a lot of problems with menstrual cycles, and various other symptoms. The patient underwent explantation in (B)(6) 2017. The patient reported that most of her neurological symptoms disappeared 8 weeks post explantation. This medwatch form is for the left breast prosthesis.